Event description:
After an electrosurgical procedure, the physician noted that the pt had experienced a third-degree burn underneath the dispersive electrode that was placed on the right, anterior thigh. There was no burn underneath the dispersive pad that was placed on the left anterior thigh. Burn may require a skin graft.